Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge via a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer was instructed to try different outlets and adapters, but when the issue persisted, technical support decided to replace the pump under warranty. The customer agreed to use a multi-dose injection (mdi) for insulin delivery in the interim and was informed about returning the defective pump using a pre-paid label.